Event description:
While troubleshooting with the manufacturer, it was discovered that there were missing segments on the device display. No injuries reported. Requested return of suspect device and replacement was sent.